Event description:
It was reported a patient had a total knee revision 4 years post implantation due to infection. An additional revision of the patellar component took place approximately 18 months post procedure due to aseptic loosening. Subsequently, the patient reported an onset of anterior knee pain that began 8 months after the patella revision. No additional information regarding intervention or outcome was provided.

Manufacturer narrative:
(B)(4). The product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Additional associated products -------------------------------------------- 42504606612 persona femur cemented plus right size 9+ lot# 64890192 42560613520 persona stem ext 6mm offset spline uncemented 20mm dia 135mm l lot# 64777480 42542007502 persona tibia fixed cemented right size f lot# 65016898 42522800712 persona articular surface fxd brg constrained condylar knee rt 12mm lot# 64751693 42560113515 persona stem ext straight splined uncemented 15mm dia +135mm l lot# 64997634 42545000512 persona tibial central cone size medium lot# 64815928 unk patella lot# unk.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Additional associated products: 42504606612 persona femur cemented plus right size 9+ lot# 64890192; 42560613520 persona stem ext 6mm offset splined uncemented 20mm dia 135mm l lot# 64777480; 42542007502 persona tibia fixed cemented right size f lot# 65016898; 42522800712 persona articular surface fxd brg constrained condylar knee rt 12mm lot# 64751693; 42560113515 persona stem ext straight splined uncemented 15mm dia +135mm l lot# 64997634; 42545000512 persona tibial central cone size medium lot# 64815928. 00597206535 nexgen all poly patella 35mm- cemented lot# 65656368.

Event description:
It was reported a patient had a total knee revision 4 years post implantation due to infection. An additional revision of the patellar component took place approximately 18 months post procedure due to aseptic loosening. Subsequently, the patient reported an onset of anterior knee pain that began 8 months after the patella revision.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, g3, g6, h1, h2, h3, h6, h10, h11. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. The reported products were reviewed for compatibility with no issues noted. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: office notes 1st follow up: anterior knee pain, 'has flat back syndrome and walks with his knees in a flexed position'; office notes 2nd follow up: chronic knee pain after replacement of right knee joint. Trouble with ambulation and rom complaint is confirmed with the provided medical records. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.